Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks from the device two years apart due to oversensing of noise. After the first shock the gain was adjusted to two times gain. Technical services (ts) was consulted and upon review determined the noise appears to be non-cardiac in nature and may be related to a specific action. Ts suggested further troubleshooting. Additional information was received that troubleshooting was performed and the sensing vector was reprogrammed to alternate, which resolved the oversensing of myopotential noise. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.